Manufacturer narrative:
The results of the investigation revealed that the tibial inaccuracies were the result of a rotational error in the bone registration. In addition to the bone registration, the session file was also analyzed for irregularities. This analysis indicated that no software errors occurred and all recorded implant positions were consistent throughout the case. In addition, no errors were found in the crisis logs that could potentially indicate a communication or joint malfunctioning issue.

Event description:
Tka conversion.